Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during a follow-up. A review of stored electrocardiogram and device interrogation showed post-paced t-wave oversensing on the ventricular lead, and the patient did not receive therapy during the oversensing. Programming changes were made during the device check and the patient will be monitored.